Event description:
A medtronic neurostimulator was implanted for pain management. The patient stated that the device worked for approximately one and a half weeks. After receiving a heavy pat on the back, the device no longer controlled the pain. The device was explanted and a new device was implanted.